Event description:
Unit has poor image quality and has line down the middle of display. No pt injury.

Manufacturer narrative:
The svc rep verified reported issue. Found collimator leaves were closed all the way down causing the line down the middle of the display. Opened collimator and shot fluoro to verify issue was gone. No other issues noted, unit returned to svc.